Event description:
The pt reportedly experienced intermittencies, followed by no lock between the internal device and external equipment. Programming adjustments have been made and external equipment exchanged, however this did not resolve the issue. Revision surgery has been scheduled.